Manufacturer narrative:
A physical eval of the device concluded that neither one of the side rail slots showed any sign of damage that would indicate not properly sliding under the tibia plate rail. Marks on the top and bottom surface in the same location suggest that hemostats were used to either insert or remove the articular surface. Device history records for the articular surface component were reviewed and found to be conforming to requirements at the time of manufacture. This device is used for the treatment of the pt. There are no other reports of any nature regarding this part/lot combination. A definitive root cause cannot be determined with the info provided.

Event description:
It is reported that the articular surface would not seat on the tibial tray.

Manufacturer narrative:
This report will be amended when out investigation is complete.